Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign bodies were found in the air/water cylinder and at the distal end, specifically within the air/water channel. The foreign material was possibly a simethicone substance. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction observed during evaluation was traced to a component failure. However, the most probable cause of the additional malfunction could not be established. The event can be prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed snowfall on the screen during inspection prior to use. There were no reports of patient involvement.